Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. An invasive procedure was performed and this lead was explanted. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
It was reported they scrub technician discarded the lead after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.